Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4) date sent: 9/21/2023 additional information was requested, and the following was obtained: 1. Did the reload lock out and would not work? Yes 2. Did the reload begin to staple and cut, but then jammed? No 3. Did the device staple? No 4. If the device stapled, was the staple line complete? 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 6. Did the device cut? No 7. If the device cut, was the cut line complete?

Manufacturer narrative:
(B)(4). Date sent: 6/28/2024. D4: batch #121a53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the halves mixed, no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. Also, it was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 170c45, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device batch number 121a53, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler activated, but staples did not deploy. The procedure was delayed 10 minutes. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the reload lock out and would not work? 2. Did the reload begin to staple and cut, but then jammed? 3. Did the device staple? 4. If the device stapled, was the staple line complete? 5. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 6. Did the device cut? 7. If the device cut, was the cut line complete? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.